Event description:
It was reported that there was suction loss while laser was firing. The incident occurred when the flap was being created during raster pattern.

Manufacturer narrative:
Pt info: information unknown/ not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: december 1, 2021 section h3. Device evaluated by manufacturer? Yes device evaluation: the device was returned within its original packaging confirming the reported lot number. A visual inspection of the returned device did not reveal any obvious defects or damage. Functional testing was performed and the reported issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the patient interface. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.